Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tgu343410 and tgu454520. Concomitant medical products: patient medications include but are not limited to: statin and beta blockers. The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. A review of the manufacturing records could not be performed as the lot number was not available, as such no UDI number was available. The date of implant and events are estimated as actual dates were not provided. It is not known if these event(s) have been previously reported. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU) complications associated with the use of the may include but are not limited to: aneurysm expansion.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2013 a (B)(6) year old male underwent urgent endovascular treatment of a symptomatic acute dissection in zone 3, which extended to zone 5. The tevar indication was malperfusion. The primary entry tear was located in zone 3 and was covered. Three conformable gore® tag® thoracic endoprosthesis (tgu454515, tgu343410 and tgu454520) was implanted within zone 1, with coverage extending distally to zone 5. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 48mm. The maximum aortic diameter within the treated area at discharge was not provided. Post operatively it was reported that the patient was transferred to the intensive care unit. No further complications were reported and the patient was discharged home on postoperative day (pod) 24. The patient underwent follow up visits on unknown pod(s): 66, 257. On pod 66 false lumen perfusion was identified with the aorta in the treated area measuring 57.5 mm. No intervention has been performed. On pod 257 no additional growth was reported, no interventions have been performed. Further investigation was not possible as this is a double blind study and identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided.